Manufacturer narrative:
The 350mm mouiel bipolar insert (cev634-1a) was not returned for evaluation, and no photos were provided by the customer; therefore, an investigation for cause was unable to be performed. Lot number information was provided; manufacturing records were reviewed and no non-conformances related to the reported failure were identified. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that the 350mm mouiel bipolar insert ((B)(6)) broke in the patient's abdomen and was difficult to retrieve. Another device was available to finish the surgery. No patient injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.